Event description:
It was reported that the patient was seen for weakness and shortness of breath. An electrocardiogram showed intermittent right ventricular (rv) lead loss of capture and fluctuating and unstable thresholds. Rv lead dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).